Event description:
On (B)(6) 2024, a patient underwent carpal tunnel revision surgery with the implantation of an axoguard ha+ nerve protector. Following the surgery, the patient experienced swelling and extrusion on an unspecified date. Subsequently, on (B)(6) 2024, the patient had the device explantation procedure. As of now, it remains unclear whether the swelling and extrusion were caused by an infection or a hyperimmune response from the patient. There is no information regarding patient compliance or details of the surgical technique. The outcome of these events was not known at the time of the initial report, and no cultures or pathology reports were submitted. Additionally, the surgeon did not provide a causality assessment for the events. Axogen reported that causality was unassessable, indicating that there was insufficient information to confidently determine the cause. It is uncertain whether these complications were due to a foreign body reaction or a postoperative complication, and more information is required to reach a definitive conclusion. However, considering the lot analysis data provided and the absence of any other complaints or adverse events associated with this lot, it is possible that this adverse event is an isolated case. Further information is needed to arrive at a firm conclusion.

Manufacturer narrative:
On (B)(6) 2025, the device utilization review (dur) identified (B)(4) additional devices from the specified lot that have been implanted. The recall report generated on the same date indicated that a total of (B)(4) devices from this lot have been invoiced and shipped. The device history record (DHR) review conducted concluded that the analysis of the device lot history record demonstrated that the devices were manufactured in accordance with established specifications this production lot consisted of (B)(4) devices, and the device lot history record confirms that all devices released for distribution met the final inspection specifications and sterilization requirements.